Manufacturer narrative:
The resuscitaire radiant warmer (rw) controller was repaired by replacing the power board and returned to the customer. Draeger evaluated the failed power board and root cause identified as a shorted k4 solid state relay. There was no damage noted to the associated traces where the component is mounted. The board was noted as 14 years old. The resuscitaire service manual provides a maintenance schedule requiring the power board be replaced every 6 years.

Event description:
It was reported when a rw controller came in for repair that there was burn damaged noticed on the board. The biomed conveyed the following to quality on (B)(6) 2021: there was a baby in the unit when the reported problem occurred; there was a small amount of smoke noticed by the user; there was no evacuation, nor was the fire department called to investigate. The baby was removed from the device and placed in another unit. There was no injury reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported when a rw controller came in for repair that there was burn damaged noticed on the board. The biomed conveyed the following to quality on 1/28/2021: there was a baby in the unit when the reported problem occurred; there was a small amount of smoke noticed by the user; there was no evacuation, nor was the fire department called to investigate. The baby was removed from the device and placed in another unit. There was no injury reported. The board is in telford and is available upon acknowledgment.